Manufacturer narrative:
(B)(4). Section d4: device identification details were not received. Section g4: the rt224 infant continuous flow breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. The subject rt224 infant continuous flow circuit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A fisher & paykel (f&p) healthcare representative reported on behalf of a healthcare facility in france that an rt224 infant continuous flow circuit, was found melted during patient use. There was no patient consequence reported.

Event description:
A fisher & paykel (f&p) healthcare representative reported on behalf of a healthcare facility in france that an rt224 infant continuous flow circuit, was found melted during patient use. The customer further reported that the event occurred after 12 days of intermittent use. The breathing circuit was in use with an f&p healthcare hc550 respiratory humidifier and a resmed astral 150 ventilator. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Section d2b: product code corrected. Section g4: the rt224 infant continuous flow breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: the subject inspiratory tubing, as part of the rt224 infant continuous flow circuit, was returned to f&p healthcare in new zealand for investigation, where it was visually inspected, performance tested and analysed. In addition, the f&p healthcare hc550 respiratory humidifier, 900mr805 heater wire adaptor and 900mr869 temperature/flow probe that were used at the time of the reported event were also returned to f&p healthcare in new zealand for evaluation. Results: visual inspection of the subject device identified that a section of the returned inspiratory tubing, measuring approximately 26.5 cm, was observed to have melted approximately 22 cm from the probe port, therefore confirming the reported fault. Fine fibres were observed within the melted section. A resistance test confirmed that the heater wire was within specification. A performance test confirmed that the returned inspiratory tubing did not trigger any alarm conditions. Further analysis identified that the inspiratory tubing was likely exposed to a temperature higher than expected to occur during normal use. The inspiratory tubing was likely crushed under a heavy external object for an extended period. Testing of the returned f&p healthcare hc550 respiratory humidifier, 900mr805 heater wire adaptor and 900mr869 temperature/flow probe confirmed that these devices passed performance testing. Conclusion: although the customer responded that the breathing circuit had not been covered or had pressure applied to it, this is the likely cause of the reported melted tubing. All rt224 infant continuous flow breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt224 infant continuous flow breathing circuit show in pictorial format the correct set-up of the circuit and also state the following: do not cover the circuit with materials such as blankets, towels or bed linen. Operating flow rate: 4 - 15 l/min. Do not use heater wire breathing circuits without gas flow. If gas flow is interrupted, turn the humidifier off. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Perform pressure and leak test on the breathing system and check for occlusions before connection to a patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Do not use beyond 7 days maximum duration of use.